Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the broken oxygen sensor. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during testing, a ventilator malfunctioned. There was no patient involvement.